Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient was scheduled for an MRI this morning. The communicator was not charged. She didn't realize what it was for and she didn't know anything about it. It hasn't been charged since she got it. Patient said, she has never had an MRI before. She plugged the communicator into the wall charger and it has been plugged up for an hour and it is still orange. Agent encouraged patient to continue charging the communicator it will take more time. Call back once charged to review putting device into MRI mode. Patient called back and reported they have been charging communicator for 3.5 hours with no green light. Patient was told they only needed to charge communicator for a few hours. Agent troubleshooted with patient and had them unplug communicator and attempt to power on, no blue light showed after patient held power button down. Email sent to repair for replacement. Patient called back she got her communicator and she wanted to pair it with handset. Walked caller through pairing. Then she got a por. Patient cleared the por and turned therapy back on. Walked caller through how to put device into MRI mode. Patient mentioned she has a hard time connecting handset and communicator to stimulator.